Manufacturer narrative:
Complete reporter name: dr. (B)(6). Complete event site name - (B)(6). Complete event site address - (B)(6). Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 30 minutes of intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm and blood was seen in the helium tubing. After removal, it was found that the inner lumen was broken. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).